Manufacturer narrative:
D4 - the device serial number was requested but was not provided. Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the log file analysis. The mobile power unit (mpu) was not returned for analysis; however, a log file (c9210048) was submitted for review that showed events spanning approximately 28 days (23aug2023 ¿ 20sep2023 per timestamp). A no external power alarm was active on 10sep2023 at 15:31:32. The alarm occurred while connected to the mobile power unit and appears to have been caused by a loss of a/c power. The backup battery provided power to the system during this event. The alarm cleared once external power was restored to the system controller. Pump operation was not affected. There were no other notable alarms active in the log file. Multiple good faith efforts were sent regarding the cause of the no external power alarm, the serial number of the mobile power unit, if the mpu ac power cord has a v-lock connector, and if any product would be returned for analysis. To date, no response has been provided. A root cause for the reported event could not be conclusively determined through this analysis; however, the alarms appear to be due to a loss of a/c power. The device history records for the mobile power unit were unable to be reviewed due to no serial number being provided. Heartmate ii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate ii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Additionally, heartmate ii patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms. Heartmate ii instructions for use section 3 ¿ ¿powering the system¿ and heartmate ii patient handbook section 3 ¿ ¿powering the system¿ addresses the user to not use expired batteries and advises the user to properly dispose of them. Heartmate ii patient handbook and heartmate ii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were submitted for review. The log files displayed one transient low voltage alarm on (B)(6) 2023 at 3:31 pm while tethered to the mobile power unit (mpu). This alarm seemed to be caused by the power to the mpu being briefly interrupted. This might have been due to the power cord coming loose from the wall outlet, the house losing power, or possible user error. There were no other unusual events seen within the log file. The mechanical circulatory system (mcs) equipment operated as expected.